Event description:
A dental visit to re-align temporary top plate and bottom partial of mouth. An impression was made for next step of procedure to make for permanents. Order may be incorrect, but top mixture was put in my mouth and set for 5-10 minutes, removed, then similar bottom procedure. My temporary dentures, top then partial to refit. Same procedure, different mixed material. I did not know what these mixtures consisted of, either one. I still have very little info but believe there was alcohol or similar substance that triggered an allergic reaction in me. I pray someone understanding alcoholism and/or antabuse, will read this and not disregard what may be life a threatening situation. I strongly believe one or both of those mixtures toxic to anyone with the same allergy. Whether your opinion, my opinion or a doctors opinion- I, after not drinking alcohol for years, left that practice with one purpose. I bought and drank one bottle of vodka. Like it not, only one thing save me. A miracle. I don't know what else to say - they won't give me info. I am due for another appt in 2008. I was scared during the last appt, I may refuse to go back - and I've already paid!!! I won't let them kill me with alcohol. The rest is outta my hands. Route: dental, dates of use: 2008, 2 applications at 10 min. Diagnosis or reason for use: dental impression goop.